Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely low carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 1500 instrument. Siemens remotely cleaned, primed and aligned sample probe 2 and reagent probe 4. Then, siemens ran a quick check test, rebooted the instrument, recalibrated the co2 assay, and ran quality controls (qcs), resulting acceptably. Siemens also reviewed a patient correlation study and determined that it recovered as expected. The cause of the discordant, falsely low co2 result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. The repeat result was reported, as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 results.